Event description:
It was reported that the patient's caregiver removed the pod after wearing it for 72 hours. When removed, the needle was still visible, indicating it did not retract back into the pod as intended. Upon inspection of the pod, the patient's caregiver noted that the pink slide did not move forward. The site also had a bruise and hematoma when the pod was removed. The patient's blood glucose level was between reached 180 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. The needle fully deployed during opening of the device. The linkage assembly was damaged during resetting of the needle mechanism. Inspection of the linkage assembly did not find any abnormities, no sign of interference with the housing was observed. The root cause of the partially deployed needle could not conclusively be determined. The device generated an 0x1c expiration alarm after 80 hours of operation. This is a safety feature and does not indicate a device failure.